Event description:
It was reported that the device had a latitude report with multiple error codes. The device battery status has reached elective replacement time. A review of device downloaded memory was done by technical services and it confirmed that numerous faults occurred on the same day last january. These faults appear to be the result of erroneous firmware operations, likely due to spontaneous corruption of the ram image. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.